Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's ipg stopped taking a charge and in turn, the ipg became inoperable. The patient underwent surgical intervention on an unknown date wherein the entire system was explanted and replaced with another manufacturer's system. No additional information is available.